Event description:
Cautery being used during tonsillectomy. Noticed left corner of pt's mouth burned inside and outside. Unsure how this happened. Spat tip was well seated and covered with protector. Evidence on cautery device that it arced.